Manufacturer narrative:
The actual device was not received; however, seven (7) sample pictures were provided for evaluation confirming a crack in the cartridge caused the reported leakage. The crack identified was observed from the inside of the chamber to the atmosphere, suggesting that the crack occurred inside to outside. Eight retained samples were evaluated. Visual inspection of the eight retention samples did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a cartridge line, an external fluid leak and a breakage was observed on the side of the arterial chamber. There was no patient involvement. No additional information is available.